Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right atrial (ra) lead was unable to be successfully implanted due to conductor coil fracture. Although no serious injury occurred, this type of malfunction could lead to death or serious injury if it were to occur again. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection was completed. Found the lead was not electrically continuous. Detailed analysis confirmed inner coil fracture near is-1 terminal end. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that this right atrial (ra) lead was unable to be successfully implanted due to conductor coil fracture. Although no serious injury occurred, this type of malfunction could lead to death or serious injury if it were to occur again. No adverse patient effects were reported. After the device was returned and the analysis was performed the fracture was confirmed. No adverse patient effects were reported